Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: the brakes operate correctly. The casters are in good condition; they do not have cut, are not worn, and have a good amount of tread. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on july 19, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that compella frame brake casters were not holding. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.